Event description:
It was reported that this was a venous closure of a common femoral vein using a proglide device after an atrial fibrillation ablation procedure with a 6f sheath. Reportedly, a proglide was deployed without issue. The footplate became stuck open yet the footplate lever was retracted. The posterior foot separated and was found in the tissue tract. A non-surgical technique was used to remove the foot from the tissue tract. There was no vessel damage. A non-abbott device and manual compression were used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An analysis was performed on the returned device. The material separation of the foot was confirmed. The difficult to open or close and entrapment are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported issue could not be determined. The subsequent treatments are related to the circumstances of the procedure. In this case, it is possible the anterior foot was caught in the access site during or after deployment or was tangled with suture. In this condition, when closing the foot tissue or suture under the foot can cause the foot to surf distally and stay in the open position. Depending on the event, the foot can be reset by reopening and closing the foot off the vessel wall; at other times the foot can surf further locking in the open position. The returned device was able to be reset. The device will become difficult to remove either by a capture of tissue or profile of the expose foot to the access site aperture. Manipulation of the device with the foot during removal likely lead to the foot separation. The foot will generally end up in the vessel but can also get caught in the access site. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 health effect - clinical code correction: 4582 removed, 2687 code added.

Event description:
It was reported that this was a venous closure of a common femoral vein using a proglide device after an atrial fibrillation ablation procedure with a 6f sheath. Reportedly, a proglide was deployed without issue. The footplate became stuck open yet the footplate lever was retracted. The posterior foot separated and was found in the tissue tract. A non-surgical technique was used to remove the foot from the tissue tract. There was no vessel damage. A non-abbott device and manual compression were used to achieve hemostasis. Subsequent to previously filed report, medwatch report received: reportedly, the foot was separated in this large-hole procedure with 17f sheath. A vascade and 9f sheath were used to catch the separated foot and pulled back the foot slightly. The foot was lodged in the vessel wall. The foot remains on the vessel wall and was reported it should endothelialize over time. Follow-up imaging is recommended in 6-8 weeks. A non-abbott device and manual compression were used to achieve hemostasis. User facility medwatch form received from customer, stating: pt undergoing a-fib ablation. At the end of case a vascular surgeon was consulted. The perclose device was deployed in the femoral vein. When delivery system removed, it was noticed that one of the plastic pieces was missing. The perclose device and 17f sheath had evidence of a fracture of the footplate. A piece of the perclose remained in the patient. A vascade device was deployed through the other 9f sheath which appeared to catch the remnant and pull it back slightly - but it was not removed. Footplate is lodged in vessel wall and should endothelialize with time. Judging by the perclose device, the footplate remnant is approximately 2mm wide. Repeat right vascular ultrasound in 6 - 8 weeks. Abbott representative notified immediately. Patient with retained foreign object. No additional information was provided.